Event description:
The customer reported that the system was shooting grainy images in high density areas and the system was not usable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.